Event description:
It was reported that the patient was anesthetized for thyroidectomy in the anesthesia room, where the device worked properly, showing green tick marks as indicators that it was safe to proceed with use of the equipment. Once in the operating room, the system began to intermittently lose signal, and these green tick marks would disappear, then reappear. The medical team changed the emg tube out, believing that this might solve the problem (total quantity of 2 used). When the intermittent behavior continued, the case was cancelled. There was no patient injury. The site has since determined that the signal problem most likely occurred due to hospital construction going on nearby.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4).concomitant products: mainframe 8253002 nim response 3.0 intl ; 510k:k083124 ; serial # (B)(4); manufactured date: july 12, 2012. The product has not been returned for analysis. Method: no testing methods performed.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.